Event description:
The customer has obtained a discordant low result on one patient sample for cytomegalovirus igg (cmv) assay on an immulite 2000 xpi instrument. The patient sample was run in duplicate, and the first result was low. The second result was higher and was expected based on the clinical history of the patient. The sample was repeated and resulted as expected. The discordant low result was not reported to the physician(s) and as it did not fit the patient's clinical history. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the low cmv igg result.

Manufacturer narrative:
A siemens global product support specialist (gps) evaluated the instrument files during the time the sample was run. The instrument files showed inconsistent level sense in the b compartment of the reagent wedge. A delta of -61 ticks was detected indicating that the reagent pipettor level sense was inaccurate and would have resulted in an insufficient amount of reagent being pipetted when the sample was run. A siemens field service engineer (fse) will be visiting the customer site to evaluate the reagent pipetting function on the immulite 2000 xpi instrument. The cause of the discordant low cmv igg result on the one patient sample is unknown.